Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse reported that upon inspection the unit was able to complete an autofill and was set to run successfully for 2 hours. The unit functioned with the ECG simulator and multiple trigger sets. Unit passed the all manifolds test and the main o-ring was replaced out of precaution. The fse was unable to replicate the error. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a system failure and shut down during use on the patient. There was a large amount of condensation in the gas shuttling line. There was no injury reported.